Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection did not identify any abnormalities that could have contributed to the reported condition during initial inspection. Further analysis could not be performed due to the nature of the photograph. The reported condition could not be verified through photo analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set became disconnected from a baxter needlefree connector. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: . "It was reported that a propofol clearlink continu-flo solution set". Should additional relevant information become available, a supplemental report will be submitted.